Manufacturer narrative:
The device was attached to an encore inflation device and positive pressure was applied and a leak was noted from the balloon. A visual examination identified a longitudinal tear starting at 1mm distal of the distal markerband and extending 20mm proximally. A visual and microscopic examination of the balloon material identified no issues that could have contributed to the complaint incident. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified external iliac artery. A 7.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. However, upon inflation at 16 atmospheres for several seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications nor injuries were reported.